Manufacturer narrative:
Additional device product code: (B)(4). The lot # for the screw in question is either 78p6990 or 80p1211. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021 during a hematoma removal procedure in the skull, total 8 screws were used. Among them one (1) screw was not able to be tightened. The procedure was completed with a replacement without any surgical delay. No further information is available. This report is for one (1) ti matrixneuro screw self-drilling 4mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part # 04.503.104.04s; lot # 78p6990; manufacturing site: bettlach; release to warehouse date: november 26, 2020; expiry date: november 1, 2030. A manufacturing record evaluation was performed for the finished device lot# 78p6990, and no non-conformances were identified. Part # 04.503.104.04s; lot # 80p1211; manufacturing site: bettlach; release to warehouse date: december 10, 2020; expiry date: december 1, 2030. A manufacturing record evaluation was performed for the finished device lot# 80p1211, and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that matneu scr ø1.5 self-drill l4 tan 4u I/c the tip of the device was broken, and no other defects were identified. The dimensional inspection was performed for the matneu scr ø1.5 self-drill l4 tan 4u I/c and it is not within specification limit due to breakage. The functional test was not performed as the device was received by itself. The observed will not seat/ advance can be confirmed since the device tip was broken which would have contributed to the alleged complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for matneu scr ø1.5 self-drill l4 tan 4u I/c. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: 1.5 mm neuro self-drilling screw matrix neuro system. Dimensional inspection: checked total length of the screw with caliper. Total length of the screw specification = fail. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.